Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical legacy plus pump was returned for analysis with a damaged housing. During analysis, the device was powered up and alarmed ec1230 which is a corruption of the ram memory of the circuit board. It was noted that an issue with the software was the cause of the reported issue. Service will reload the software to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical error code 1230. There were no reported adverse events.